Event description:
The customer reported that there was a saved operation error, cannot save images. The system lost pt data and images. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.